Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, physical impairment, disfigurement and mental anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 1/15/2015 - medical records received. Invoice located with part/lot information. Upon revision, clear straw colored fluid and mild tissue staining compatible with metal debris were noted. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 02/05/15.